Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. No moisture damage on electronics noted. Insulin pump had minor scratches on dispaly window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported a button error on her insulin pump. Customer was at the beach and placed her insulin pump in the cooler. There is condensation inside the device. Customer's blood glucose is 182 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.